Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that a patient experienced stroke-like symptoms. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that two (2) years post implant, the patient experienced stroke-like symptoms. The patient was reported to not be able to eat and talk. The symptoms persisted for two (2) days and the patient then returned back to baseline. The patient is currently bedridden and under end-of-life hospice care due to other health conditions. The diagnosis of a stroke was not confirmed as it was made by a hospice worker and not a physician. The patient did not go to the hospital for additional care or imaging. No further information was provided.